Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. This event is related to MDR # 1810909-2024-00138.

Event description:
The customer stated that he ran a control test with the contour next gen meter and obtained a reading of 153 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Additionally, the contour next control solution lot # 3bv2g16 provided by the customer is invalid. Therefore, an in-house testing could not be performed with the in-house samples.